Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and was able to duplicate the reported issue. The fsr replace main printed circuit board. All transducers were calibrated. Unit passed operation verification procedure and unit verification test. Unit operated as per manufacturers specification. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit is alarming "transducer fault". The customer requested service on the unit. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component confirmed and duplicated the reported issue. Pt802 had recorded faults on the event log, xdcr pt802 failed calibration. This issue will be internally investigated within vyaire.